Event description:
It was reported that there were reduced sized qrs complexes noted that were not sensed by the implantable cardiac monitor. There was also one episode of asystole that was possible undersensing of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).